Manufacturer narrative:
During device examination, the insertion tube was buckled and the coating was peeling off due to damage at this area: the customer's reported issue was confirmed. Visual examination found the following issues: the suction cylinder was missing its color indicator; the screw stopper required replacement as per maintenance requirements; the distal end cover had a burn; the bending section cover adhesive was cracked; and the universal cord had peeling coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had bite marks at the distal end. The device was returned to olympus for evaluation. The device had white foreign material at the air/water tube, air/water cylinder and in the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: d9, h6 (component code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the areas where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  Cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.